Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep tightened the wires and restraint on the power cable. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that there was a problem with the power cord plug and it sparked. No pt injury was reported.